Manufacturer narrative:
Additional customer contact information: (B)(6). Occupation: unknown. PMA/510(k) #: k973565 this report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a quick-core coaxial biopsy needle set was checked prior to patient contact for an unknown procedure. The operator reported ¿the inner stylet couldn¿t be pulled out.¿ another device with the same lot number was used to finish the procedure. No other adverse effects were reported for this incident.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. D10 ¿ product received on: 23jul2019. Investigation ¿ evaluation a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection, functional test, and dimensional verification, were conducted during the investigation. An opened but unused device set was returned, consisting of a coaxial needle assembly (dtn) and a biopsy needle. No surface damage or biological material was visible on the devices. The dtn was difficult to separate by hand and required pliers to unscrew. The failure mode could be replicated by retightening the stylet hub and cannula luer lock. Additionally, a document based investigation evaluation was performed. A potential gap in production or processing controls was found. Action has been taken and is currently underway to address this issue. A review of the device history record showed no nonconformances. Related coaxial needle subassembly lot also showed no nonconformances. A software search revealed no other complaints from the complaint lot at the time of investigation. Compiling this information, nonconforming product is not suspected in house or in the field. Based on the information provided, inspection of returned product and the results of the investigation, it was concluded the main cause of failure was traced to quality control deficiency. Appropriate measures are being conducted to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.